Event description:
An endobronchial biopsy procedure was performed with forceps before moving onto the percutaneous procedure. During the second registration, both the min and secondary carinas were accurate. During the post op CT scan, it was found that the patient had a partial pneumothorax. No chest tube was placed. The patient went home on the same day. The patient returned to the hospital the next day and an xray confirmed that the pneumothorax had resolved on its own.

Manufacturer narrative:
G3: date received by manufacturer should have been 21-jul-2021 in the initial report. The instrument was disposed of by the facility before the pneumothorax was detected. There was no allegation of a malfunction of a veran device. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.